Event description:
Same case as MFR#: 2134265-2012-07502. It was reported that during a percutaneous periphal intervention treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and moderately calcified superficial femoral artery. The coyote es mr 4mm x 20mm x 144cm was being used to treat an unknown instent restenosis. On the first and second inflations the balloon was inflated to six atmospheres. On the third inflation the balloon was inflated to six atmospheres and ruptured. Then a f/g, sterling, mr, 7.0 x 20/135 (4f) balloon was inflated to six atmospheres on the first through third inflations. Upon the fourth inflation the balloon ruptured at six atmospheres. The devices were both removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).